Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined the hl7 message missed to receive from the server. A technical support specialist found the station failed to validate the message to resolve the issue. The system functioned as intended after the interface team troubleshooted the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation es system the critical medication orders did not crossing, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.